Manufacturer narrative:
The service representative offered a swap of the device, however, the home patient wanted to keep the device.

Event description:
A customer contacted baxter technical service regarding a question about not having solution left at the end of therapy using the homechoice system. The service representative reviewed the alarm log, therapy log and program settings. The home patient reported usually having unused solution remaining at the end of therapy. The home patient did a manual drain of approximately 4000ml. The following are the programmed settings: ccpd, total volume=12,500ml, total time=9 hours, fill volume= 2500ml, last fill volume=2500ml, dextrose=same and cycles=4. The home patient's ultrafiltration prior to the manual drain was -354. 2854ml of the 4000ml manual drain was accounted with the last fill volume of 2500ml and the ultrafiltration of 354ml. During therapy, the home patient usually has a high ultrafiltration of approximately 500-600 per cycle (not during the current therapy). The service representative conferenced in the nurse and the nurse reported, she would monitor the home patient's therapy. The home patient did not report feeling uncomfortable or overfilled. The total drain volume during the therapy was 11,399ml. The initial drain alarm set point and minimum drain volume percentage therapy parameters were unknown. There were no manual exchanges performed prior to beginning therapy. The home patient's last fill volume during their previous therapy was 2499ml and the initial drain volume was 2049ml. The patient was meeting the expected drain volumes. There were no low drain volume or ultrafiltration alarms and there were no bypasses performed during therapy. There have been no changes to the home patient's therapy settings, prescription, medications or diet. The home patient's abdomen was not distended. The total ultrafiltration for the therapy was 1386ml. The home patient does not have any problems with their catheter. There was no patient injury or medical intervention indicated at the time of the initial report. No cause was identified, however, a follow-up will be made with the home patient's nurse an if additional information is obtained that clarifies the event a follow-up medwatch will be submitted.